Event description:
Upon re-boot of ICU computer, a static/buzzing sound was heard and a yellow-orange flash and smoke were seen coming from the back of the somanetics cerebral oximeter. This all occurred in a matter of seconds. No pt or user injury was reported.

Manufacturer narrative:
Investigation findings: initial pictures of the back of the unit showed signs of a white residue indicating possible fluid contamination around the area of the ac line filter. These were sent to somanetics before the unit was returned. Upon disassembly of the oximeter, the whitish residue on the back panel was confirmed. The power cord was welded to the ac line filter. The residue was also present inside of the outer enclosure. It appeared that a fluid contaminant of some sort had entered the oximeter. On the side of the chassis next to the ac line filter, an area approx a half inch in diameter of dried white residue was found. Additionally, on the inner copper coating of plastic enclosure where it meets this area of the chassis, the copper had turned green from oxidation caused by a fluid contaminant. Examination of the line filter showed that both line fuses were still functional and that there was no damage to the capacitor or inductor (which are installed before the fuses). The oximeter was still fully functional when operated on battery power. When a new ac line filter was substituted, it also functioned with ac power. It is not likely that reboot of the ICU computer contributed to the failure. In order to attempt to duplicate the problem, normal saline was allowed to enter the line filter of a second, operating oximeter from different angles in an attempt to simulate accidental leakage onto the line filter. When the saline entered the connection area between the line filter and the power cord, the symptoms described above were duplicated, including a bright flash, noise and smoke. Similar black marks on the back of the oximeter were observed. It was concluded that because the ac line filter fuses had not blown and there was no damage to the capacitor or inductor before the fuses, or in the connection between the oximeter and the power cord, that the failure mode was due to fluid contamination of the power cord entry into the line filter. This fluid caused a short which resulted in the symptoms described. Action taken: the oximeter will be held in quarantine pending closure of this incident. A replacement oximeter will be suppled once all reports are finalized and accepted. This is the only known occurance of this problem with any somanetics monitor.